Manufacturer narrative:
Insulin pump passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. Alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had pump error alarm. The customer¿s blood glucose level was 80 mg/dl. Customer was unable to complete rewind the insulin pump. Troubleshooting was completed for insulin pump. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will be returned for analysis.